Event description:
It was reported that the user was removed from ilet therapy by the healthcare provider due to nocturnal hypoglycemia, with the spouse requesting device return, and the user frequently pausing the ilet including overnight; the lowest documented glucose on the attached report was 54 mg/dl, and the user reportedly treated lows with oral glucose tablets and discontinued ilet use thereafter. Symptoms included hypoglycemia with sweating and tunnel vision, as well as hot flashes or flushing. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.